Manufacturer narrative:
H10: additional information including reprocessing steps were unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material remaining in the device could not be identified, but physical damage was located on the area where the foreign material remained. The suggested event is detectable and preventable by following the instructions for use which state: -IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. -IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, service found the plastic distal end cover was chipped, scratched, and dented. The adhesive on the bending section cover was cracked, the bending angle in all direction was out of specification, there was play in the right/left and the up/down control knob, the light guide lens adhesive was old and chipped, the objective lens adhesive was old, the bending section cover was discolored, and there was a customer label on the control body. There were minor scratches on the insertion tube and the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope suction valve was stuck, and the button was unable to be removed without using a clamp. The button was removed, and another was placed. However, the issue persisted. The issue was found at the end of a diagnostic colonoscopy. The intended procedure was completed using the same device without a delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found to be clogged in the instrument channel and the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.